Event description:
The device is part of a recall population and upon receipt it was found to be falling a self test.

Manufacturer narrative:
(B)(4). Currently pending device eval. Device MFR date:(B)(6) 2008.